Event description:
A report was received from a user facility in the USA stating the needle of the vitrectomy cutter was not moving or cutting while in the eye. Another vitrectomy cutter was used to complete the procedure. There was no serious injury or report of permanent impairment related to the event.

Manufacturer narrative:
One opened pack from lot u8887 was returned. The tip protector was in place and the needle was not bent. The port window was in the opened position and there was fluid in the lines. The back cap was off center of the vent hole in the side of the cutter body by approx 10 degrees. Visual inspection found the female luer connector located approx 10 inches from the back of the cutter was cracked. Functional testing found that air and fluid leaked from the cracked location which prevented the cutter from performing adequately. The sterilization and lot history records of this device were reviewed and found to be acceptable. An investigation into the cause of the cracked connector is underway.